Event description:
Manufacturer representative reported the device system was explanted due to infection. Signs of infection were noted on the patient's neck which included suture line dehiscence. The patient was treated with antibiotics and a partial explant of the device system. Cultures were obtained after administration of the antibiotics, but unable to identify the type of organism. The patient recovered and a new device system was implanted. The device was explanted, but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received. Refer to MDR #3004209178200601479.